Manufacturer narrative:
Corrected: b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. There was a 15 minute delay due to changing out the subject device with a non-olympus device.

Event description:
It was reported, the video system center exhibited a black screen during a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar non-olympus device with no delay .there were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the touch panel blacked out intermittently due to faulty printed circuit board(cp board). Should additional relevant information become available, a supplemental report will be submitted.